Manufacturer narrative:
The tip of the driver was found to be fractured off. The fracture surface is consistent with torsional overload. Complaint history records were reviewed for this lot, no similar complaints were identified. The special inserter has a size 20 hexalobe on the knob to help tighten and loosen the inner shaft. This driver was likely used in an attempt to unjam the inserter and fractured due to excessive torsional force applied.

Event description:
It was reported that a cage was unable to be released from a capri large expandable inserter intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay by using an alternative cage and inserter. This record captures the inserter.

Event description:
It was reported that a cage was unable to be released from a capri large expandable inserter intra-operatively. There were no adverse consequences to the patient. The procedure was completed successfully with a 20 minute surgical delay by using an alternative cage and inserter. This record captures the inserter.